Event description:
On (B)(6) 2011, a customer reported receiving a reading of 100 mg/dl on his freestyle lite glucose meter approximately one month earlier at 11pm on an unknown date. The customer stated, he went to bed after receiving the reading of 100 mg/dl. At 7am, his wife tried to wake him up, found he was unresponsive, and called paramedics. The customer was treated by paramedics with intravenous glucose, given orange juice and sugar to drink, but was not transported to a health care facility. No readings were provided from the emt's meter. During the call, the customer reported a second event that occurred on (B)(6) 2011 when a reading of 99 mg/dl was obtained at an unspecified time. The customer stated he "ate a bowl of cereal and at 12:15pm his sugar dropped to 55 mg/dl." He reported symptoms of "weakness and sweats, lightheadedness." The customer was at church at the time of the event, but stated he "ate and drank" to counteract the event and drove home. No further intervention was required. The customer indicated he is unsure whether the meter contributed to these events. There is no report of death or permanent injury associated with these events.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. Note: the date of the event is unknown.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.